Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase in lead impedance measurement from 427 ohms to 800 ohms during a discharge follow up. The intrinsic amplitude measurement also decreased form 10 mv to 2.8 mv. The chest x-ray showed that the lead dislodged towards the subclavian vein. The proximal coil was already situated in the subclavian vein while the lead electrode was still in the ventricle. The lead electrode was a little bit streched and was located in the valve. The lead was repositioned but was unsuccessful. Then, a different lead was implanted. The replacement lead was in good position. However, a slow ventricular tachycardia (vt) was seen on the electrocardiogram few minutes after pocket closure. A slight dislodgement was noted after an xray. The lead revision was performed. Then, a fast vt was noted and an external defibrilator was used. After two hours, a good and stable lead position was achieved. A chest xray was done after an hour. No lead movement nor change of measurements were noted. No additional adverse patient effects were reported. The lead will be returned and the replacement lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on this lead was performed. Initial analysis showed that a very bent stylet inserted in the lead was returned. Two set screw marks were noted on the terminal pin. Cut in the lead insulation from the terminal pin through to the lumen and also in the suture sleeve. Blood or body fluid noted in the lumen was noted due to the cut. The helix was extended and was slightly stretched. The tip of the lead was intact. A stretched helix was confirmed. However, the allegation against the electrical issues or dislodgement were not confirmed. No other issues confirmed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.